Event description:
Pt reported that the expiration date and lot number had rubbed off of the strip vial. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.